Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient had alarms with the cycler. A follow up call was made to the patient's wife who reported that they had an air in the cassette alarm and a fluid leak during the treatment. The has been no patient injury, and the patient was not provided with prophylactic antibiotics. The cycler was replaced and the tubing set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.